Event description:
During the atrial fibrillation ablation procedure, upon removal of the catheter from the sterile packaging, it was noted that the tip of the catheter looked slightly bent. While inserting of the catheter into the sheath via femoral access, the tip snapped. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.